Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a scratch on the lens after it was implanted into the patient's eye. The surgeon cut the iol out and replaced it with another lens to complete the procedure. There was no patient harm. Additional information has been requested.